Event description:
The field engineer reported that the left (live) monitor was not working. This rendered the live image unavailable. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The left monitor was replaced. The system was then found to be operating as intended.